Event description:
During a coronary drug-eluting stenting treatment procedure, a stent treating procedure, a stent embolization occurred. In 2005 the target lesion was the moderately calcified right coronary artery (rca). The lesion was not prediated. The physician attempted to stent the rca with an unknown size taxus express2 drug eluting stent, but was unable to cross the lesion. Upon withdrawal of the taxus stent the physician felt a subtle grab. The physician then predilated the lesion with a 2.5 x 20 mm balloon, but a second attempt to cross the lesion with taxus stent was also unsuccessful. As the stent delivery system was pulled back to the al1 guide catheter the stent came partially off the balloon. The guidewire, the guide catheter and the stent were tracked crossing the aortic arch. The stent then came completely off the balloon and was hanging on the choice xs 300 cm guidewire. Upon reaching the sheath the stent came completely off the guidewire and was not retrieved from the body. The procedure was successful completed with a driver stent. In 4 days later, using angiography, the embolized taxus stent was located in the circumflex artery where it remains. No attempt was made to retrieve the stent. The patient's condition is reported as "satisfactory/good ". Additional information has been requested.